Event description:
It was reported that the right atrial leadless pacemaker (alp) was interrogated and upon interrogation it was discovered that a reset occurred. It was noted that the reason for reset was watch dog. The interrogation session was completed and the alp was re-interrogated. During the re-interrogation there was no alert stating the device reset. The patient was fine before, during, and after the interrogation.